Event description:
The orsiro drug-eluting stent system was selected for treatment. Upon unpacking, it was observed that the stent has been dislodged off the balloon. It was not used for the procedure.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned device revealed that the balloon is still well folded and shows no signs of inflation. Microscopic analysis of the balloon surface revealed clearly visible stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. In the as-returned state the dislodged stent was located on the balloon partially displaced proximally to the balloon. The stent is severely deformed (i.e., stretched). The stent protector was not returned. A reference stent protector could not be sled over the deformed stent struts without deforming them further, therefore it has to be assumed that the stent has dislodged completely from the balloon and was re-applied to the balloon after the actual complaint event. Review of the manufacturing documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100% and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
The orsiro drug-eluting stent system was selected for treatment. Upon unpacking, it was observed that the stent has been dislodged off the balloon. It was not used for the procedure.

Manufacturer narrative:
Combination product: yes.